Event description:
The affiliate reported that the surgeon found the catheter was blocked, then removed them and implanted new ones into the patient. Now the patient is recovering in the hospital.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that no occlusion was found with the catheter. The device flowed as expected. During the investigation of the valve the device passed all tests with the exception of the pressure test. The root cause of the problem found with respect to the valve during investigation appears to be due to biological debris seen throughout the device. Debris was stopping the ruby ball from being seated correctly on its seat. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.